Event description:
It was further reported during the log file review it was noted that the controller exhibited a loss of power.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: serial: (B)(6) d9: yes return date: 08-apr-2025 d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date:30-apr-2022/serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 15-apr-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a poor mechanical connection involving three (3) batteries and a motor start event in the ventricular assist device. The power loss to the vad was due to a bad battery connection to the controller. The batteries involved were identified and the vad remains in service. There were no patient symptoms or complications associated with this event. One battery was replaced, the two (2) other batteries are planned to be replaced in the future due to battery connector problems.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 30-jun-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 27-jun-2023 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 30-jun-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 27-jun-2023 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 30-jun-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 27-jun-2023 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6), one (1) controller (B)(6), and two (2) batteries (B)(6) were not r returned for evaluation as they remain use. One (1) battery (B)(6) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of (B)(6) revealed that the returned battery passed visual inspection and functional testing. The battery was able to adequately connect to a test controller with no anomalies observed. An internal inspection did not reveal any anomalies. Log file analysis associated with (B)(6) revealed one (1) controller power up event with associated pump start event was logged on 20/nov/2024 at 00:22:16, indicating a loss of power to the controller. The controller was without power for seven (7) seconds. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the loss of power was not available for analysis. It is likely that the reported poor mechanical connection contributed to the loss of power. Addit ionally, log files revealed a motor start event recorded on 20/nov/2024 at 00:22:20, in which the motor start parameters were atypical. Log file analysis also revealed consistent increases in power consumption and estimated flows to parameters above normal operating range throughout the analyzed period; however, no high watt alarms were logged. The observed high power is an additional finding unrelated to the reported event. Log file analysis revealed no anomalies involving the batteries within the analyzed period. As a result, the reported poor mechanical connection event could not be confirmed; the atypical motor start parameters and loss of power events were confirmed. A possible cause of the reported event involving (B)(6) could not be determined because the returned device tested within specification and the issue could not be duplicated. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to connector damage. The most likely root cause of the loss of power event can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the device may have caused or contributed to the high-power finding. Based on the risk documentation, possible root causes of the high-power finding may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Additional products: d1: heartware ventricular assist system battery d4: serial #: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system battery d4: serial #: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system battery d4: serial #:(B)(6) d9: yes, returned on (B)(6) 2025 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system controller 2.0 d4: serial #: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6), one (1) controller ((B)(6)), and three (3) batteries ((B)(6)) were not returned for evaluation. One (1) battery ((B)(6)) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of (B)(6) revealed that the returned battery passed visual inspection and functional testing. The battery was able to adequately connect to a test controller with no anomalies observed. An internal inspection did not reveal any anomalies. Log file analysis associated with (B)(6) revealed one (1) controller power up event with an associated motor start event was logged on 20/nov/2024 at 00:22:16, indicating a loss of power to the controller. The controller was without power for seven (7) seconds. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the loss of power was not available for analysis. It is likely that the reported poor mechanical connection contributed to the loss of power. Log file analysis also revealed consistent increases in power consumption and estimated flows to parameters above normal operating range throughout the analyzed period; however, no high watt alarms were logged. The observed high power is an additional finding unrelated to the reported event. Log file analysis revealed no anomalies involving (B)(6) and (B)(6) within the analyzed period. Log files associated with (B)(6) were not available for analysis. As a result, the reported poor mechanical connection event could not be confirmed; the loss of power event was confirmed. The reported vad stop event could not be confirmed; however, it is likely that the loss of power was perceived as the reported vad stop. A possible cause of the reported event involving (B)(6) could not be determined because the returned device tested within specification, and the issue could not be duplicate d. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to connector damage, potentially due to normal wear over time and/or the handling of the device. The most likely root cause of the loss of power event can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the device may have caused or contributed to the high-power finding. Based on the risk documentation, possible root causes of the high-power finding may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate vad rotational speed, and/or patient related factors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: (B)(6), one (1) controller ((B)(6)), and three (3) batteries ((B)(6)) were not returned for evaluation. One (1) battery ((B)(6)) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of (B)(6) revealed that the returned battery passed visual inspection and functional testing. The battery was able to adequately connect to a test controller with no anomalies observed. An internal inspection did not reveal any anomalies. Log file analysis associated with (B)(6) revealed one (1) controller power up event with associated pump start event was logged on (B)(6) 2024 at 00:22:16, indicating a loss of power to the controller. The controller was without power for seven (7) seconds. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the loss of power was not available for analysis. It is likely that the reported poor mechanical connection contributed to the loss of power. Additionally, log files revealed a motor start event recorded on (B)(6) 2024 at 00:22:20, in which the motor start parameters were atypical. Log file analysis also revealed consistent increases in power consumption and estimated flows to parameters above normal operating range throughout the analyzed period; however, no high watt alarms were logged. The observed high power is an additional finding unrelated to the reported event. Log file analysis revealed no anomalies involving (B)(6) and (B)(6) within the analyzed period. Log files associated with (B)(6) were not available for analysis. As a result, the reported poor mechanical connection event could not be confirmed; the atypical motor start parameters and loss of power events were confirmed. The reported vad stop event could not be confirmed; however, it is likely that the loss of power was perceived as the reported vad stop. A possible cause of the reported event involving (B)(6) could not be determined because the returned device tested within specification and the issue could not be duplicated. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to connector damage, potentially due to normal wear over time and/or the handling of the device. The most likely root cause of the loss of power event can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the device may have caused or contributed to the high-power finding. Based on the risk documentation, possible root causes of the high-power finding may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2023 / serial or lot#: bat959796 d9: no h3: no h4: mfg date: 06-dec-2022 h5: no investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was an additional battery involved in the event. It was stated that the power supply was interrupted during the replacement of a battery because the other battery had a loose connection or the plug was not properly engaged. The additional battery removed from service.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: serial# (B)(6) h6: the codes present in section h6: correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power event occur due to a double disconnection of both power sources by the patient.

Manufacturer narrative:
A supplemental report is being submitted as the investigation summary was revised. Product event summary: the ventricular assist device (vad) (B)(6), one (1) controller ((B)(6)), and three (3) batteries ((B)(6)) were not returned for evaluation. One (1) battery ((B)(6)) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of (B)(6) revealed that the returned battery passed visual inspection and functional testing. The battery was able to adequately connect to a test controller with no anomalies observed. An internal inspection did not reveal any anomalies. Log file analysis associated with (B)(6) revealed one (1) controller power up event with an associated motor start event was logged on (B)(6) 2024 at 00:22:16, indicating a loss of power to the controller. The controller was without power for seven (7) seconds. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the loss of power was not available for analysis. It is likely that the reported poor mechanical connection contributed to the loss of power. Additionally, log files revealed a motor start event recorded on (B)(6) 2024 at 00:22:20, in which the motor start parameters were atypical. Log file analysis also revealed consistent increases in power consumption and estimated flows to parameters above normal operating range throughout the analyzed period; however, no high watt alarms were logged. The observed high power is an additional finding unrelated to the reported event. Log file analysis revealed no anomalies involving (B)(6) and (B)(6) within the analyzed period. Log files associated with (B)(6) were not available for analysis. As a result, the reported poor mechanical connection event could not be confirmed; the loss of power event was confirmed. The reported vad stop event could not be confirmed; however, it is likely that the loss of power was perceived as the reported vad stop. A possible cause of the reported event involving (B)(6) could not be determined because the returned device tested within specification and the issue could not be duplicated. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to connector damage, potentially due to normal wear over time and/or the handling of the device. The most likely root cause of the loss of power event can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the device may have caused or contributed to the high-power finding. Based on the risk documentation, possible root causes of the high-power finding may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that three of the four batteries alleged in the event remained in use.